Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up, it was reported that the patient was not admitted to the hospital, as previously reported. On an unknown date, antibiotic treatment was discontinued and the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with injection vancomycin (1gm every 5th day, intraperitoneal, ongoing), injection ceftazidime (500mg, once a day, intraperitoneal, ongoing) and injection tobramycin (40mg once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.